Manufacturer narrative:
(B)(4). Dropping or ejected clip the analysis results found that the (B)(4) instrument was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, ejected two clips and seven clips were properly formed and then, it locked out as intended. However, it could not be determined what may have caused the finding. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device shot out multiple clips each time the trigger was fired. It is unknown if any clips fell into the patient. Another device was used to complete the procedure. No adverse consequences reported.